Event description:
Failure of st. Jude durata 7120 dual coil transvenous ICD lead. Patient presented with ICD pulse generator at eri. Patient has permanent atrial fibrillation in setting of valvular cardiomyopathy. The patient's lvef was 20-30%, and has since improved to 46-50% with crt pacing. There is a small rv apical pacing lead fragment that was partially extracted during valve surgery in 2009. Current crt-d was implanted (B)(6) 2009, and lead function remained stable through (B)(6) 2010. At that time the rv capture threshold was 1v at 0.4 msec, impedance 393 ohms. At the time of his next visit, (B)(6) 2010, the rv lead impedance had increase to 615 ohms and capture threshold increased from 1v to 2.8v. The rv capture threshold has since continued to climb and the patient now arrives with intermittent rv capture at 7.5/1.0 ms. ICD pulse generator has since depleted prematurely following elevation of the rv pacing threshold. He has been offered extraction and replacement of rv lead at time of pulse generator replacement. Lead was extracted. Examination of extracted durata lead: the lead did require laser use at the left subclavian, but not down to the svc. Following proximal laser use, the lead was easily freed up with helix retraction. Laser sheath was not advanced over the lead. Findings, measured from distal lead tip: 70-85 mm: open insulation and externalized conductor x 10 mm, 70-170 mm: heme staining with the lead insulation (170 mm marks the distal end of proximal svc coil), 190 mm: proximal coil is separating and bulging into outer insulation, with bulging of insulation and disruption of coil: 250-280 mm: further heme staining within the lead insulation, 360-420 mm: external abrasion of outer optim coating, exposing silicone beneath; heme staining beneath optim coating external abrasion also noted, 35-40 mm from proximal is-1 terminal pin tip, proximal to the trifurcation.